Event description:
It was reported that the patient developed a hematoma and experienced diaphragmatic stimulation following placement of the left ventricular (lv) lead. An lv lead dislodgement "to the proximal portion of the coronary sinus branch" was suspected and "higher thresholds associated with phrenic nerve stimulation" were noted. Reprogramming and a lead repositioning were attempted the same day as initial implant. However, due to small and tortuous side branches, the lead was explanted and an alternative smaller lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).